Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed and failed the video test. The failed light engine was found to cause the 48206 and 38207 illuminator errors. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope controller (ec_ due to repeated error #4820. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted technical service engineer (tse) and reported while docking customer encountered a non-recoverable fault. The site tried 2 power cycles before calling in and the non-recoverable fault has returned. The site was getting error #48207 non recoverable fault. Tse reviewed system logs and saw error #48207 and #48206 illuminator critical error. The site did 2 hard reboots on the system and tried new endoscope, system powered on and homed but about a minute after the endoscope is installed the error #48207 returned. The site did another hard reboot and powered on the system, it homed, they installed the endoscope and 30 seconds to a minute later the error occurred. The procedure outcome is unknown with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed ports were placed prior to the issue being identified. The procedure converted to open. After the procedure was converted, the patient did tolerate the change. There was no injury to the patient.